Manufacturer narrative:
Product complaint # ==> pc-000137982 additional information: - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lk7csdn manf date: (B)(6) 2017; expiry date: (B)(6) 2023 batch lh7cwxn manf date: (B)(6) 2017; expiry date: (B)(6) 2022 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photo device evaluation: there was no sample received for analysis. A picture of the sample was received for analysis. During the visual inspection of the photo, a piece of used suture attach to body tissue could be observed. However, no conclusion could be reach on what caused the patient issue as the sample was not returned for analysis. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information was requested and the following was obtained: what tissue layer was the pds suture used on? Columella how was the suture placed (interrupted or continuous)? Unk did the patient have any signs of infection prior to the procedure? No were any cultures taken of the wound? Unk what were the results of the cultures? Unk do you have any suture for evaluation? No what is the surgeon opinion of the relationship of the suture to the infection? Need to check this batch suture what is the surgeon opinion of potential cause of the infection? Unk what is the current condition of the patient? Stable

Manufacturer narrative:
Product complaint # (B)(4).the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lk7csdn manf date: unk; expiry date: unk; batch lh7cwxn manf date: 07/01/2017; expiry date: 12/31/2022. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the pds suture used on? How was the suture placed (interrupted or continuous)? Did the patient have any signs of infection prior to the procedure? Were any cultures taken of the wound? What were the results of the cultures? Do you have any suture for evaluation? What is the surgeon opinion of the relationship of the suture to the infection? What is the surgeon opinion of potential cause of the infection? What is the current condition of the patient?

Event description:
It was reported that patient underwent nasal comprehensive procedure on (B)(6) 2018 and suture was used. The patient experience surgical site infection and was readmitted to the hospital. A second procedure was performed to remove the prosthesis and suture. The patient is still in observation. Additional information has been requested.